Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm and the pump was not being pressed on but it still showed the error. No harm requiring medical intervention was reported. Troubleshooting was performed and the button was not pressed for 3 minutes or longer. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed displacement test and self-test. P-cap was attached and locked into place correctly. The right keypad was intermittent during testing. Unit was successfully downloaded using thump for history files and traces. Stuck key alarm was present on 03/12/2024 04:34 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, fading serial label. Button error alarm is not confirmed. Keypad unresponsive is confirmed due to corroded keypad trace. The right keypad was intermittent during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.